Event description:
According to the reporter: seal did not hold. Valve detached. Product was successfully retrieved from patient. No patient harm. There was no patient injury/hazard.

Manufacturer narrative:
(B)(4).